Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complained of intermittent phrenic nerve stimulation and diaphragmatic stimulation over the past two years. Reprogramming was attempted, however, they were unable to reprogram around the stimulation. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.